Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking around the filter. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).